Event description:
It was reported that the pod began leaking insulin while worn on the abdomen between 37 and 48 hours of use. As a result, the patient's blood glucose rose to approximately 22 mmol/l (396 mg/dl), and ketone levels reached 2.6 (unit unknown). The patient was unwell, experiencing vomiting, and was under the care of their grandparents at the time. The patient was taken to the hospital, where the diagnosis of diabetic ketoacidosis (dka) was given. The patient was treated with insulin pens as instructed by their legal guardian. After changing the pod, the patient's blood glucose levels returned to normal range. The patient was discharged the same day, approximately 2 hours after treatment, and the leaking pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.